Manufacturer narrative:
This report will be updated should further information be received.

Event description:
Boston scientific received information that the device exhibited high out-of-range pace impedance measurements (>2000 ohms). Additional information received indicates that the high out-of-range pace impedance measurement was on the right ventricular (rv) channel and the action plan is to monitor the patient and re-evaluate in a few months. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device and right ventricular (rv) lead continue to exhibit high out of range pace impedance measurements and loss of capture. A revision procedure took place and this lead was capped and replaced. The device remains in service. No additional adverse patient effects were reported.